Event description:
During a flutter ablation procedure, a leak occurred. The catheter was connected and flushed correctly with saline. Following ablation, a temperature alert triggered the temperature guard cut off on the ampere generator and the saline was noted to be leaking from the handle of the catheter. When the catheter was removed, the saline was flushing through the tip of the catheter and from the handle. A replacement catheter was used and there were no adverse patient consequences.

Manufacturer narrative:
Additional information: the reported leak was confirmed. In addition, a temperature alarm was reported. Saline was noted leaking from the catheter handle. Further analysis revealed a short circuit, consistent with the reported temperature alarm. The leak was due to inadequate adhesive between the tip electrode and fluid lumen assembly, allowing for fluid to migrate from the shaft into the handle. The cause of the leak was due to inadequate adhesive on the tip electrode, allowing for fluid to migrate from the shaft into the handle. The cause of the short was due to fluid contact with the connector. Actions have been taken to prevent reoccurrence.